Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the device stopped operating. There was no harm or injury reported. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated by an operation check. Functional and internal testing were performed, and no failure was confirmed. The manufacturer's service technician checked the error log and confirmed a ventilator inoperative error code was present relating to a motor shutdown. The technician replaced the blower and printed circuit assembly (pca) board to address the issue. Final testing, battery check, valve check, run in testing and cleaning were performed. The unit operated properly. No further investigation is required.